Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of ns was noted to be broken and leaking from the connection site. There was no patient harm.

Event description:
The customer reported that an infusion of ns was noted to be leaking from the pump. Upon further inspection by the clinician, the tubing was noted to be broken at the connection site.

Event description:
The customer reported an infusion of ns was noted to be broken and leaking from the connection site of the tubing.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17076304 is 10885403228018. Field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking was confirmed. Microscopic examination of the leak site (designated by the customer with a piece of tape) showed a vertical, jagged tear in the silicone just below the upper fitment, which nearly bisected the tubing. Functional testing confirmed leaking from the tear. The cause of the tubing leak was a small tear in the silicone segment. The root cause of the tear is unknown.